Event description:
It was reported, the patient required long-term intravenous infusion therapy due to illness. Due to difficulty in peripheral insertion, a central venous catheter was inserted into the peripheral catheterization center on (B)(6) 2025, with the consent of the family. After the patient's condition stabilized with infusion therapy, routine catheter maintenance was performed weekly. On (B)(6) 2025, during the nurse shift change, the nurse found that the adhesive film covering the fixed catheter was curled up and replaced it. Before flushing the catheter, the nurse used a syringe to withdraw blood and found a large amount of air at the withdrawal site. When saline was injected to flush the catheter, water seepage was visible next to the adhesive film. Upon inspection, the front end of the catheter was found to be damaged. After communicating with the family, the catheter was removed. Since there had been no infusion recently, the catheter would need to be replaced when medication needed to be administered. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a hole in the catheter tubing. Discoloration was observed on the device. The location of the hole could not be discerned from the returned photo. No other damage was observed from the returned photo. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.